Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument sparked, generating damage in the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: on 02/25/2025, this complaint will be classified based on the provided information at this time. The tech support informed the customer observed the bipolar arcing. The front end of bipolar instrument was damaged. The customer didn't inspect the cannula. The arcing originated from the front end of the bipolar and the arc ground adjacent electrode. The surgical task being performed when arcing occurred was hepatectomy. The instrument was connected properly. The esu, coag: ___4___ (80w) used. The instrument was used for about an hour then arcing was observed. When arcing occurred, the instrument did not come in contact with tissue. The other instruments were in use properly and no arcing. The surgeon believes the instrument caused the event. There was no injury to the patient and have not returned to the hospital. There were no images or recordings.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the yaw pulley is burnt. The instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but the insulation was still attached, and the internal conductor wires were n exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed t electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.